Manufacturer narrative:
Additional code added to section h6 evaluation code conclusion. H3 device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator generated an inoperative message with the safety valve open. The device was available for evaluation. A review of the logs indicated that the ventilator entered back up ventilation. The medtronic field service engineer (fse) inspected the device, found an associated diagnostic code and replaced the inspiratory electronics printed circuit board assembly(pcba). The reported issue was confirmed. The ifm pcba was returned to medtronic for failure investigation. No anomalies found during the visual inspection. The ventilator failed the extended self test (est) during the functional test of the ifm pcba and cause of failure isolated to faulty solenoid, s01, on the pcba. With the above investigation, the cause of the observed conditions determined to be faulty solenoid, s01, on the pcba. An internal investigation exist regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator generated an inoperative message with the safety valve open. The device was available for evaluation. A review of the logs indicated that the ventilator entered back up ventilation. The medtronic field service engineer (fse) inspected the device, found an associated diagnostic code and replaced the inspiratory electronics printed circuit board assembly(pcba). The reported issue was confirmed. The likely cause of the event was isolated in the field to the defective inspiratory electronics pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an inoperative message with the safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. A review of the diagnostic logs indicates the device entered backup ventilation.